Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer's current blood glucose level is 14.1 mmol/l and treated it with insulin pump. Yesterday blood glucose was 2.3 mmol/l and treated it with glucose drink. The customer did not received any low battery alert's prior to replace battery now alarm. Based on customer report customer allege the insulin pump was under delivering. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device trace download analysis confirmed the pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Installed a water filled reservoir, primed pump, monitored for three days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded end cap address label, and minor scratched lcd window.